Event description:
Cardinal health (B)(4) report was received stating: "y-connector noted to be leaking requiring change." No pt harm or medical intervention was reported. No additional pt/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has not been received. A follow up report will be submitted with investigation results, should the device be received for evaluation.